Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.